Event description:
It was reported that multivitamins (mvi) were leaking into the fluid path from port 2 of an em2400 valve set. This issue was identified during delivery in the pharmacy using an automated compounding device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured date: between march 24, 2022 to march 29, 2022. Recall number: 3010291427-06/21/2022-001-c. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.